Event description:
Complaint alleges that the blue part on the meter is too easy to move as if there is no resistance and is giving a false reading for the patient. The alleged defect was noticed during a product training demonstration.

Manufacturer narrative:
A device history record (DHR) review could not be performed as the lot number was unknown. The sample was not returned for evaluation, therefore, the complaint could not be confirmed.